Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. No foreign material was adhered to the scope. It was unknown if the endoscope was used in a case with foreign material attached to it. There was no delay to start of pre-cleaning. The water and air was aspirated through the air/water nozzle. There were no problems with accessories used for reprocessing. It was unknown if the endoscope was submerged in cleaning solution. The air/water nozzle was not brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. An evaluation of the returned device could not confirm the customer allegation. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Scratches were found throughout the device. The adhesive on bending section cover had white-clouded area. Suction cylinder was shaved. Universal cord had a wrinkle. Scope connector was deformed. Connecting tube had a dent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited poor air/water supply (poor drainage). The device was returned and an evaluation revealed presence of foreign material inside the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. There were no deformations to the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.